Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the patient was unhappy with their vision. Rxsight's first awareness of the event was (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is in the process of being evaluated.

Event description:
Site reported that the light adjustable lens was explanted as the patient was unhappy with their vision. Rxsight's first awareness of the event was (B)(6) 2021.

Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the patient was unhappy with their vision. Rxsight's first awareness of the event was 10/8/2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. The lens was visually inspected. No issues were found. Optical testing could not be performed due to the condition of the lens.

Event description:
Site reported that the light adjustable lens was explanted as the patient was unhappy with their vision. Rxsight's first awareness of the event was 10/8/2021.